Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know how to correct this error code. I explain to the customer that she needed to replace either her motor pinion, or she may have a broken air in line op1 connection. The customer said ok I will check and the call was ended.